Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving clonidine and baclofen via an implantable pump for spinal pain. It was reported that the caller stated that the patient had been hearing frequent alarms since april 1st. The caller interrogated the pump and pulled the logs and saw that there were no current alarms in the logs and no active alert banner on the home screen. The patient had an eri (elective replacement interval) alarm scheduled for july 26th. Logs noted that a low reservoir alarm had occurred and event counters were cleared at the patient's last refill. The technical service specialist (tss) reviewed that the alarm was most likely due to the low reservoir alarm that was not silenced properly at the last visit. The rep stated that they would send a report to the patient's healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturing rep (rep) and a healthcare provider (hcp). It was reported and confirmed that the alarm was due to low reservoir not being silenced after refill. The logs did not show any record of alarms. The patient stated that they had not heard the alarm since the last refill date. The physician interrogated the pump at the last refill using a tablet that had the latest synchromed software, and alarm had not been heard since. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.